Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance/interaction with the moderately calcified, mildly tortuous, 90% stenosed anatomy resulted in compromising the balloon thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The rx traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous, 90% stenosed mid left anterior descending coronary artery. A versaturn guide wire and a non-abbott guiding catheter were used along with a 2.5x15mm traveler balloon dilatation catheter (bdc) for pre-dilatation. The bdc felt resistance with the lesion but successfully reached the intended location, and the balloon was inflated once at 8 atmospheres when the balloon ruptured. The bdc was removed without resistance, and a non-abbott bdc and non-abbott stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.